Event description:
During a patient infusion, a nurse reportedly put the pump on hold to hang a new bag of propofol. While attending to the patient, 50 ml of the drug free-flowed into the patient. The patient was not seriously injured. The biomedical technician who reported the incident called to inform the manufacturer that the patient involved in the incident expired. They stated that the administration was comfortable that the death was not related to the reported incident. However, the facility's counsel has advised them not to return the device to the manufacturer for evaluation.